Manufacturer narrative:
One used cleo site was returned for evaluation. Visual inspection confirmed the adhesive layer to be attached to the cap. The following actions have been taken to address the issue of adhesive sticking to the white cap: safety corrective action request was previously sent to the supplier. Supplier confirmed no issues during manufacturing process. Manufacturing process of placing bond skin adhesive film onto the flange of the sleeve was updated to state that before removing the liner, production personnel must press lightly with finger all around the contour liner bonded to the inserter/retractor and then slowly remove the release liner by pulling from the closest point on the liner by carefully using a rolling action to peel the liner off. If when removing the liner, the skin adhesive presents bubbles of air or lifts, production personnel are to send it to rework. Additionally, prior to the 100% inspection process performed by the camera vision system, the supervisor or group lead must verify the origin point of the table specification is properly aligned to the product. If specification table on the screen is observed to be unaligned, operator must notify management to adjust. During placing of cap to the retractor, verification by personnel must be made to assure that the surface of the skin adhesive is not stuck to the cap. If following cap placement, wrinkles or separation is present, unit must be sent to rework.

Event description:
It was reported that upon removal from package, the clear plastic adhesive of the set was noted to be missing. User decided to use the set regardless. The set detached during use the following day. No adverse health outcome resulted from this event.